Manufacturer narrative:
The proximal segment of the lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a slow steady increase in pace impedance measurements. The impedance measurements were high but still within normal specification limits. Also, farfield oversensing was observed in a specific atrial tachy response (atr) episode. The healthcare provider (hcp) indicated they were bringing the patient into the clinic for evaluation. Boston scientific technical services (ts) provided guidance to also evaluate the rv lead in unipolar configuration. Approximately one month later, the patient underwent a pacemaker system explant procedure and replacement with a competitors leadless pacemaker system. As part of the referral for this procedure, it was noted that the rv lead was found to also have high pacing threshold measurements and the patient presented with dizziness. During the surgical procedure, the rv lead was attempted to be extracted but the helix would not retract. The lead was noted to be able to move freely but it was attached by the helix to the rv apex tissue. The physician pulled on the lead with multiple tugs, which resulted in likely temporary rv collapse and transient hypotension. The lead could not be freed from the apex tissue and a stylet could not be advanced down the lead lumen beyond the clavicle area. As a result, it was decided to abandon the rv lead. The rv lead was cut and surgically abandoned so as to maintain current lead slack. The remainder of the procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The proximal segment of the lead has been returned for analysis. This report will be updated upon completion of analysis. Correction to field h6: device codes based on changes made to the as reported device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited a slow steady increase in pace impedance measurements. The impedance measurements were high but still within normal specification limits. Also, farfield oversensing was observed in a specific atrial tachy response (atr) episode. The healthcare provider (hcp) indicated they were bringing the patient into the clinic for evaluation. Boston scientific technical services (ts) provided guidance to also evaluate the rv lead in unipolar configuration. Approximately one month later, the patient underwent a pacemaker system explant procedure and replacement with a competitors leadless pacemaker system. As part of the referral for this procedure, it was noted that the rv lead was found to also have high pacing threshold measurements and the patient presented with dizziness. During the surgical procedure, the rv lead was attempted to be extracted but the helix would not retract. The lead was noted to be able to move freely but it was attached by the helix to the rv apex tissue. The physician pulled on the lead with multiple tugs, which resulted in likely temporary rv collapse and transient hypotension. The lead could not be freed from the apex tissue and a stylet could not be advanced down the lead lumen beyond the clavicle area. As a result, it was decided to abandon the rv lead. The rv lead was cut and surgically abandoned so as to maintain current lead slack. The remainder of the procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The proximal segment of the lead has been returned for analysis. This report will be updated upon completion of analysis.correction to field h6: device codes based on changes made to the as reported device codes.upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned severed approximately 5.5 cm from the terminal end. Only the proximal segment was returned. The setscrew marks were in the correct location on the terminal pin. Tool marks were noted on the terminal pin. X-ray images taken identified an inner coil fracture near the terminal pin. X-ray also confirmed that the crimp sleeve appears normal. Electrical testing yielded electrical open, consistent with an inner coil fracture. The reported helix difficulty and difficult-to-insert stylet allegations were confirmed based on the x-ray observation of a stretched out inner coil fracture near the terminal pin. The difficult-to-remove allegation was confirmed based on the field report and returned lead segment being intentionally severed. Only a 5.5-cm proximal lead segment was returned. The oversensing, high pacing impedance and high threshold allegations are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited a slow steady increase in pace impedance measurements. The impedance measurements were high but still within normal specification limits. Also, farfield oversensing was observed in a specific atrial tachy response (atr) episode. The healthcare provider (hcp) indicated they were bringing the patient into the clinic for evaluation. Boston scientific technical services (ts) provided guidance to also evaluate the rv lead in unipolar configuration. Approximately one month later, the patient underwent a pacemaker system explant procedure and replacement with a competitors leadless pacemaker system. As part of the referral for this procedure, it was noted that the rv lead was found to also have high pacing threshold measurements and the patient presented with dizziness. During the surgical procedure, the rv lead was attempted to be extracted but the helix would not retract. The lead was noted to be able to move freely but it was attached by the helix to the rv apex tissue. The physician pulled on the lead with multiple tugs, which resulted in likely temporary rv collapse and transient hypotension. The lead could not be freed from the apex tissue and a stylet could not be advanced down the lead lumen beyond the clavicle area. As a result, it was decided to abandon the rv lead. The rv lead was cut and surgically abandoned so as to maintain current lead slack. The remainder of the procedure was successfully completed. No additional adverse patient effects were reported.